Event description:
A hospital experienced a significant delay in surgery due to mimix not setting properly.

Manufacturer narrative:
There are no prior similar complaints reported with this product type causing a significant delay in surgery. The user facility indicated that the bone cement was discarded intraoperatively as was the packaging so no product is able to be returned to the manufacturer for evaluation. Length of surgical delay of 1 hour is attributed to two units, not a single. The customer indicates that the mixture did not set as intended. The instructions for use indicates proper mixing and setting times. It cannot be verified if these conditions were followed by the user facility. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This event occurred in (B)(6). Distributed quantities for this product for the past 4 years are as follows: 2011 = 3200, 2012 = 2700, 2013 = 3368, 2014 (to date) = 1500. File 1 of 2.